Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited externalized conductors. Externalization was seen on fluoroscopic images. The lead was capped and replaced on (B)(6) 2018. The patient was in good condition and was recovering post procedure.